Manufacturer narrative:
The reported event of helix mechanism anomaly was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. No blood was noted on the helix. The helix could be extended and retracted by applying returned gray clip-on tool to the connector pin. The measured full helix extension was within specification.

Event description:
Prior to an implant procedure, the physician tested three right atrial (ra) leads and one right ventricle (rv) lead and found that the helix of all four leads was unable to fully extend. The implant procedure was not performed at this time. The patient was stable and will be reassessed for implantation at a later time. Manufacturer reference number: 2017865-2021-36477; 2017865-2021-36478; 2017865-2021-36479.